Event description:
The manufacturer received information alleging a patient expired while using a ventilator. According to the reporter of the event, the caregiver heard the ventilator alarming and found the patient deceased. An attempt to obtain additional information was unsuccessful. The reporter of the event stated her information source has refused to cooperate further. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.